Manufacturer narrative:
Method: actual device not evaluated. Results: no results available since no evaluation performed. Conclusion: failure to follow instructions. Asp investigation summary: the investigation included a review of the batch history record, complaint trending, failure mode evaluation analysis (fmea), visual analysis, functional analysis and retains analysis. The batch history record could not be reviewed as the lot number was not available. Complaint trending could not be performed as the lot number was not available. The fmea was reviewed for "disinfection time/temperature" and was within the acceptable limits. Visual analysis was not performed as the product was not available for return. Functional analysis was not performed as the issue was not identified as a manufacturing or functional issue. Retains testing was not performed as the lot number was not available. The customer stated the loads were not released. The likely assignable cause of this issue was failure to follow instructions. A customer letter was sent informing on how to properly heat cidex® opa solution. The issue will continue to be tracked and trended.

Event description:
A customer reported processing a scope in cidex® opa solution at a temperature lower than what the instructions for use (IFU) states, and the scopes were released and used on patients. There were no reported serious injuries. The customer stated the room in which they high-level disinfect their scopes is not temperature controlled and they have not been heating the solution to the minimum temperature of 68 degrees f. The customer was advised to use a medical grade heating device to heat the solution before using and follow the IFU. The IFU was sent to the customer. As a matter of policy, advanced sterilization products (asp) has decided to report cases where a customer does not follow the IFU when processing their scopes in cidex® opa solution since asp is not able to guarantee it has been high level disinfected.